Event description:
It was reported that there was difficulty withdrawing the needle. An icepearl 2.1 cx 90 degree needle was selected for use in a cryoablation procedure to treat a renal tumor. After three minutes of fast thaw, there was difficulty withdrawing the needle. Five minutes were waiting for active fast thaw but the needle still could not be retrieved. The needle was finally able to be retrieved with insistent pulling. A small amount of tissue was observed on the tip which seem carbonized. There were no patient complications.